Event description:
It was reported that a leak at the housing was observed after 48 hours of use. Blood came back into the housing. The umbilical access site was lost. A denudation had to be done to continue the infusion. No adverse effects on the pt were reported.